Manufacturer narrative:
The partial lead was returned in segments, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.